Event description:
It was reported when using the bd pyxis medbank system sensor not detected and unable to log on to issue ciprofloxacin 250mg tab medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the bio-metric scanner was not lighting up. The technical support specialist walked customer through restarting the cabinet using the power switch and turning the aio off/on using the power button to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.